Event description:
It was reported that during a procedure the core universal driver would not stop running. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the flex strips were found to be damaged on the potted trigger assembly and the motor assembly. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure the core universal driver would not stop running. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.